Event description:
It was reported that this catheter was never implanted as the health care provider was unable to apply the anchor. The location was identified as the distal segment. A different product was then used. It was unknown if any diagnostic testing or troubleshooting occurred. The cause of the event was not determined and the issue was reported as not resolved. The medication in the pump was listed as none. There were no patient symptoms associated with this event and the patient¿s status at the time of the report was also unknown. The patient¿s outcome and further event details had been requested but were not available at the time of the report. Should additional information be received the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0207977391, implanted: (B)(6) 2014, product type: catheter. (B)(4). The distal segment, anchor deployment tool and anchor were returned. Analysis revealed the proximal side of the anchor was folded inward while still attached to the hypotube. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube. In conclusion, the catheter anchor did not properly detach from the ascenda tool and was unable to be used.

Event description:
Further, this was the first catheter for the patient. The physician was not able to push the anchor from the ¿injection¿ onto the catheter. The patient was currently doing fine and the therapy is effective. Should additional information be received a supplemental report will be filed.